Event description:
The treadmill stopped abruptly during pt use. There was a problem with static electricity buildup. The unit has been out of svc several times, i.e., with no motor drive, no incline, and defective cables.